Manufacturer narrative:
(B)(4). Device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the wide blue paint band at the distal tip was intact. The condition of the returned incident device was not consistent with the complaint that blue paint was missing from the tip. Therefore, most probable root cause is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, it was noted that blue paint was missing from the tip. There was no damage to the packaging. The procedure was completed with another unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, it was noted that blue paint was missing from the tip. There was no damage to the packaging. The procedure was completed with another unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.